Manufacturer narrative:
One smiths medical cadd legacy plus pump was returned for analysis with no physical damage found on the device. Event log history was performed and indicated that "error 1720" was recorded in history. During analysis, the customer's reported concern regarding "error 1720" was able to be duplicated at power up and was noted to be due to faulty backup capacitor. Service will replace the backup capacitor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited "lec1720". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited "lec1720". No patient involvement.